Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and found evidence of a leak. The fse then tightened all connections and could no longer see the leak. Operation, safety and performance were verified per specifications. The iabp unit was cleared for clinical use. The full name of the initial reported is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a rapid helium loss. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.